Manufacturer narrative:
(B)(4). The customer returned one guide wire, dilator, and product lidstock for evaluation. Small traces of biological material were observed on the guide wire body. Visual examination revealed four major kinks on the guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 330mm, 351mm, 361mm, and 385mm from the proximal weld. The total length of the guide wire measured to be 600mm which is within specifications of 596mm-604mm per the guide wire product drawing. The outer diameter of the returned guide wire measured to be 0.816mm which is within specifications of 0.788mm-0.826 mm per the guide wire product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to advance through a lab inventory ars and introducer needle with minimal resistance at the kinks. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained four major kinks, which also resulted in the j-bend to be slightly misshapen. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.